Event description:
Customer reported an incident with error code "voltage out or range" after 1 hour into treatment (treatment was not with a real pt as the customer was testing the machine) and during function check. When the error code occurred during the treatment test the machine could not continue the treatment. The customer did not notice if the return clamp closed and just turned the machine off. Additionally, the customer reported that sometimes when the machine was powered on, they would get the error code "voltage out of range," and the return clamp was opened. All other times when they did not have the error code, they had a problem with the blood pump and the other four pumps. The customer stated that none of them were working (in service mode). No blood loss reported.

Manufacturer narrative:
The biomed tech at the facility replaced the protective board and from that time it has been in use with no incidents. The machine technical data card files are not available, however, we have requested the faulty protective board for investigation. No blood loss nor medical intervention was reported.